Event description:
Hi team, situation: medication leaked passed the rubber plunger of the equashield syringe. Background: equashield syringes are a closed system device used for hazardous drug administration. Assessment: rn was administering folotyn (total volume of 1.3ml). 0.2 ml of medication leaked passed the plunger. Pharmacy had to remake 0.2 ml in a different syringe in order for the patient to receive her full dose. Recommendation: (B)(6), email (B)(6), submit FDA medwatch voluntary form. (B)(6), pharmd (B)(6). Notice to recipient: the information contained in this transmission may contain privileged and confidential information, including patient information protected by federal and state privacy laws. It is intended only for the use of the person(s) named above. If you are not the intended recipient, you are hereby notified that any review, dissemination, distribution, or duplication of this communication is strictly prohibited. If received in error, please contact the sender by reply email and destroy all copies of the original message. Thank you. FDA safety report ID # (B)(4).